Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Corrosion was observed on the pcb, chassis, and batteries. Punctures were observed through the bottom housing onto the pcb, preventing the retrieval of data. The alignment of the external and internal damages indicated that the observed damage occurred post-use. Because data was unavailable, the presence of the reported alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The leak is confirmed as the primary source of the corrosion, though further fluid ingress may have occurred due to the punctured housing. Because data could not be retrieved, it is unknown if the internal cannula tear is in any way linked to the reported alarm.

Manufacturer narrative:
Corrosion was observed on the the pcb, chassis, and batteries. Punctures were observed through the bottom housing onto the pcb, preventing the retrieval of data. The alignment of the external and internal damages indicated that the observed damage occurred post-use. Because data was unavailable, the presence of the reported alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The leak is confirmed as the primary source of the corrosion, though further fluid ingress may have occurred due to the punctured housing. Because data could not be retrieved, it is unknown if the internal cannula tear is in any way linked to the reported alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.0, hardware: iphone14.7, cgm sensor type: data not available. It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.